Event description:
It was reported that the pt developed marked, significant weakness on left side two days after the pump was implanted. The pump dose was subsequently "turned down" to 0.58 mg/day of morphine 10 mg/ml; it is unk what the original dose was. The pump and catheter were removed in 2008. The pump reservoir volume was as expected and there were no suspected issues with pump. The pt has a lot of hardware in her back from previous to the pump implant. It was reported that the catheter may have been against the dura. Add'l info has been requested from the hcp, but was not available as of the date of this report.